Event description:
It was reported that the user changed their diet approximately two months prior and subsequently experienced the pump delivering excessive insulin during meal announcements, prompting customer support to provide troubleshooting and education and to assign the user for additional training to adjust settings. Symptoms included concern for low glucose without a reported hypoglycemic event, and blood glucose was reported as not affected at the time of the call. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support review and education with referral to trainers for settings optimization. Investigation of this case revealed no device malfunction reported and a probable mismatch between user inputs and current therapy needs following a diet change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.